Event description:
Additional information was received on (B)(4), 2012 when product analysis was completed on the explanted generator. The alleged "eos/eri" was determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications and during the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012, revealed that the patient has nightly obstructive sleep apnea (osa) which is being treated with CPAP. The clinic notes stated that on (B)(6) 2011, a follow-up polysomnogram (psg) showed a mild osa, of which normal oxygen, and it was opted to continue CPAP treatment. When the patient is on CPAP he sleeps better. The patient was noted in the clinic notes dated (B)(6) 2012, to have daily seizures. The patient's settings are output=2.25ma/on time=0.7sec/off time=0.8min. In 2011, the patient was noted to still have daily seizure that are up to 10 seizures a day which is baseline for the patient. On (B)(6) 2011, the patient had an increase in seizures that was clearly linked to when he has poor sleep. On (B)(6) 2012, the patient had daily tonic seizures where the magnet frequently helped. The seizures can last up to 8 minutes. The clinic notes dated (B)(6) 2012, state that the patient started onfi (clobazam) and at 20 mg onfi (clobazam) bid, the patient's seizures dramatically improved. However the patients mother decreased the onfi (clobazam) dose to 20 mg daily and since then he is having 4-5 seizures per day and the seizures are increasing in duration as well. The clinic notes state that the patient's battery is near end of service. Per the patient's history, vns has not been very helpful for his epilepsy but as the battery dies it is becoming less effective. They will consider replacing the generator. The physician later reported that the osa was first observed on (B)(6) 2007, on a sleep study. The physician reported that he does not believe that the osa is related to vns as it continues despite the battery near end of service. The osa is not associated with stimulation. There were no contributory programming or medication changes that preceded the onset of the osa. There was not diagnosed medical history of osa prior to vns. The physician further clarified what was meant by the device "becoming less effective"; he meant that the patient is having an increase in seizures in the time period when the battery is nearing end of life. The physician stated that the increased seizure activity was first observed on (B)(6) 2012. The physician stated that he believes that the increased seizures could possibly be due to loss of vns therapy. The patient was prescribed onfi as an intervention. The physician did not know the relationship of the increase in seizures to pre-vns levels. The patient is currently having only one seizure type and there were no noted causal, contributory, programming, or medication changes that preceded the increase in seizure activity. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient underwent generator replacement due to end of service that day. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.